Event description:
Customer called stating that their meter was reporting high results. The contour meter reported a result of 112 mg/dl compared to the hospital results of 12 mg/dl. An evaluation of the system was conducted over the phone which determined that the meter was working within specifications. Customer asked to return meter for further evaluation and a replacement was provided.